Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and it showed one photo with a ring of red substance on the wall of the centrifuge after spinning of tubes; a second photo showing an empty clean centrifuge and the third photo shows two tubes. One tube was filed with blood up to the lower fill line and the second tube showed a considerably less amount of blood inside. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® sst¿ leaked sample after use. The following information was provided by the initial reporter: spoke with the customer, and she states that the caps on still on the microtainers tightly when the centrifuged has stopped, but there is blood under the rim of the centrifuge. She spins at 13,000 g for 10 minutes. I informed her that the recommended time is 90 sec. On monday, she will spin some of her samples for 90 sec to see if the same situation occurs with the blood under the rim in the centrifuge. She will contact me on next week with her results. Material no. 365967, batch no. Unknown. It was reported that aerosols of blood spraying out during centrifugation. Update: these are samples that we ran on monday. The centrifuge was cleaned and the samples were clean, capped and within the volume graduations. We spun these samples for 5 minutes at 11,000g and upon opening the lid, the red blood ring was evident again. We are working on our end to determine if there is something we can correct to prevent this from happening. Per email: we are having an issue with aerosols of blood spraying out during centrifugation using bd microtainer. This is a hazard to our lab due to the nature of the samples processed. The tubes are capped closed as instructed and the tubes are filled according to the designated fill graduations. Our centrifuge that we seem to be having the most issues with is the eppendorf 5415d (with max rcf of 16,110 x g). We spin at 13,000 x g (guidelines on package insert state 6000-15000xg for gel tubes).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9134506. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-05-14. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® sst¿ leaked sample after use. The following information was provided by the initial reporter: spoke with the customer, and she states that the caps on still on the microtainers tightly when the centrifuged has stopped, but there is blood under the rim of the centrifuge. She spins at 13,000 g for 10 minutes. I informed her that the recommended time is 90 sec. On monday, she will spin some of her samples for 90 sec to see if the same situation occurs with the blood under the rim in the centrifuge. She will contact me on next week with her results. Material no. 365967, batch no. Unknown. It was reported that aerosols of blood spraying out during centrifugation. Update: these are samples that we ran on monday. The centrifuge was cleaned and the samples were clean, capped and within the volume graduations. We spun these samples for 5 minutes at 11,000g and upon opening the lid, the red blood ring was evident again. We are working on our end to determine if there is something we can correct to prevent this from happening. Per email: we are having an issue with aerosols of blood spraying out during centrifugation using bd microtainer. This is a hazard to our lab due to the nature of the samples processed. The tubes are capped closed as instructed and the tubes are filled according to the designated fill graduations. Our centrifuge that we seem to be having the most issues with is the eppendorf 5415d (with max rcf of 16,110 x g). We spin at 13,000 x g (guidelines on package insert state 6000-15000xg for gel tubes).